Event description:
Additional information received indicating the patient underwent surgical intervention on (B)(6) 2022, wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: based on additional information received, manufacturer report number 1627487-2021-19181 should not have been submitted as a medical device report (MDR) as the device meets or exceeds 75% expected longevity. There is no device malfunction.

Event description:
It was reported that the ipg reached end of service (eos) and the patient lost therapy. It is unknown if the ipg depleted prematurely.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information and patient weight.